Manufacturer narrative:
Article citation: ricardo augusto paletta guedes, vanessa maria paletta guedes and daniela marcelo gravina et al. "Real-world initial results of the xen 45 gel stent in the brazilian population (resultados iniciais de mundo real do xen 45 gel stent na população brasileira)." Revista brasileira de oftalmologia. 2024. Vol. 83. Doi: 10.37039/1982.8551.20240025. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
The article "real-world initial results of the xen 45 gel stent in the brazilian population" from the journal revista brasileira de oftalmologia reported the events of "eye drops required in unknown eyes" and " 6 eyes had bleb failure requiring secondary surgical intervention."

Event description:
In the article, "real-world initial results of the xen® 45 gel stent in the brazilian population" from the journal revista brasileira de oftalmologia, it was reported "one eye experienced conjunctival perforation by the stent during implantation requiring conjunctiva-tenon dissection and suture; 6 eyes had filtering bleb failure, 5 eyes underwent unsuccessful needling and all 6 eyes required open surgical revision via conjunctiva-tenon flap dissection with mmc; and at final visit 4 eyes required one medication and 2 eyes required two medications." Devices remain implanted. Events resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.